Event description:
New information states that the patient presented in clinic on (B)(6) 2019. No new alerts were noted. All the device functions were found to be normal. Alerts were turned on during the same clinic visit. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving vibratory alert. Upon interrogation, it was noted that no alerts had been triggered. The alerts were turned off. The patient will continue to be monitored.